Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was powering off during use. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported the product issue began (B)(6) 2011 at 7:00am. The patient reported she manages her diabetes with oral medication (metformin 1000mg 2x/day), diet and exercise. The patient reported she administered her usual metformin dose after attempting to test. The patient reported that about 8 hours after the start of the product issue, she developed "shakes", "nausea" "became sweaty" and "headache". The patient confirmed that she associated these symptoms with hyperglycemia so she contacted an hcp advice nurse who advised the patient to take a walk as treatment for the issue. The cca noted that during troubleshooting, the patient was educated on the meter auto-shutoff feature and battery replacement. The issue was not resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because patient reportedly stopped testing because of the issue and developed symptoms suggestive of a serious injury after the alleged meter issue began.